Event description:
During a total knee replacement, it was noted that the plastic washer from the impactor had broken. Two larger pieces were found but a very small piece of the plastic ring was not located. As the piece was not x-ray detectable, it is unknown whether it was retained in patient.